Event description:
It was reported that the balloon froze on the guidewire, and a guidewire coating issue occurred. This 035/260/3mm amplatz super stiff guide wire was selected for use during a percutaneous venous stenting procedure for iliac vein compression. During the procedure, after the location of the lesion was determined by sheath angiography, this 035/260/3mm amplatz super stiff guide wire was used with a 10x 80 mustang balloon. Upon advancing the balloon, a large resistance was observed, and the balloon became stuck. At that time, it was noted that there was a small substance falling off the guidewire, which was suspected to be the coating. The guidewire could no longer be used; therefore, the procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the device was returned for analysis. Visual and microscope inspections were performed. It was observed that the coil wire was unraveled due the core wire was found detached separated from distal tip to the transition point. Also, the guidewire was kinked and stretched at distal section. No other issues were identified with the device.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital

Event description:
It was reported that the balloon froze on the guidewire, and a guidewire coating issue occurred. This 035/260/3mm amplatz super stiff guide wire was selected for use during a percutaneous venous stenting procedure for iliac vein compression. During the procedure, after the location of the lesion was determined by sheath angiography, this 035/260/3mm amplatz super stiff guide wire was used with a 10x 80 mustang balloon. Upon advancing the balloon, a large resistance was observed, and the balloon became stuck. At that time, it was noted that there was a small substance falling off the guidewire, which was suspected to be the coating. The guidewire could no longer be used; therefore, the procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient was stable post procedure.